Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation and to provide a correction to fields (g2 and h4). Based on the results of the updated investigation, using scope which was used for patient with jacob's disease to the uninfected patient deviates from description in the instruction manual. Therefore, it is likely that the reported event was caused by customer¿s handling. However, the subject device was not returned, and the root cause of the suggested event could not be determined. The event can be prevented by following the instructions for use which state: 5.2 notes for cleaning, disinfection and sterilization. Warning: "with the cleaning, disinfection and sterilization methods stated in this instruction manual, prions, which are considered to be the pathogenic substance of the creutzfeldt-jakob disease (cjd) cannot be destroyed or inactivated. When using this instrument on a patient with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use this product for such patient only and/or immediately dispose of this product after use in an appropriate manner. For methods to handle cjd, please follow the respective guidelines in your country.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturers final investigation. Since the device was not returned to olympus, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name (B)(6) hospital. This report is related to the following patient identifiers: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a patient's visit to an ent (ear nose and throat) outpatient clinic, a rhino-laryngo videoscope (enf-v2 or enf-v3) was used for an unspecified diagnostic procedure and then cleaned with the endoscope reprocessor (oer-4). The same patient returned two weeks later for a diagnostic colonoscopy procedure using the colonovideoscope (pcf-h290zi), which was also cleaned with oer-4. It was subsequently reported the patient had creutzfeldt-jakob disease. At this time, it is unknown when the patient was diagnosed, however; it was discovered after the use of the olympus devices. Both scopes were used more than 20 times by other patients. There were no other confirmed creutzfeldt-jakob disease (cjd) infections at this time. Follow up information was requested regarding the course of the disease but was not received. The procedure was completed using the same set of equipment.